Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d). Review of the data found that the lead has had varying impedance measurements from 80 to 127 ohms. Boston scientific technical services (ts) was consulted and suggested troubleshooting options. The lead and crt-d device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.